Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, prime, excessive no delivery alarm and displacement tests. No excessive no delivery alarm was noted. The insulin pump was received with a cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer had excessive no delivery alarms occur with their insulin pump. The customer's blood glucose level was reported at 450 mg/dl. Customer treated their high blood glucose level with manual injection. Product is being replaced. No further information was provided.